Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
User called into emergency support program line to request and report issue during use sensation plus 50cc intra aortic balloon (iab) had catheter restriction alarm occurred. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected field-e1 postal code and event site telephone no dr. (B)(6) reported two alarms within the past 15¿20 minutes. The iabp is in the right femoral position and is currently operating without alarms, with no blood noted in the helium tubing. The patient is restrained and moving frequently. Esp personnel reviewed the alarm, discussed possible causes and troubleshooting, and recommended a chest film to confirm placement. During the call, the physician checked the most recent chest film but was unable to visualize the catheter.